Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this previously abandoned lead passed away during a surgical procedure to remove the complete system due to infection and device pocket erosion. A boston scientific field representative reported that during the extraction of another manufacturer's active lead a portion of heart tissue was removed with the lead. An emergency thoracotomy was initiated in an attempt to resolve the bleeding, but the procedure was unsuccessful and the patient expired.